Event description:
The facility reported a fail code 810:11, which occurred during patient infusion. The hospital representative stated that there have been no reports of any patient incident involving this pump since that the last baxter service event.